Event description:
It was reported that out of the box, the cardiosave intra-aortic balloon pump (iabp) unit had a power up test failure code 12. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during installation replaced the pcb,front end,rohs board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.